Event description:
The nurse reported to our sales rep that a patient came in with pain and it was observed that the nail is broken.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report. Additional devices: 3060-0105s lag screw, ti gamma3 10.5x105mm, lot# k272794; 1896-5040s locking screw, fully threaded t2 tibia 5x40mm, lot# k281076; 1896-5040s locking screw, fully threaded t2 tibia 5x40 mm, lot# k982498.